Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data:b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare provider reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Valve leak and/or damage: observed, one opening in valve side assessed as cracked valve seat diaphragm valve. Additional observations: white particles observed on the surface of the shell.